Event description:
It was reported the patient presented after hearing the lead integrity alert tones for the right ventricular (rv) lead. The alert triggered due to the rv lead oversensing and there was a potential lead fracture. The pace sense portion of the rv lead was capped and replaced and the high voltage portions of the rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.